Event description:
Having a hard time getting reading on the ground during pm which prompted customer to call philips support for power cord ID. Investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the power cord,3 wire,rt angle,na,10a to resolve. The customer confirmed , it was just a bad power cord that caused the reading on the unit to be more than 200 milliohms when performing the electrical safety test. Replaced power cord,3 wire,rt angle,na,10a to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.